Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solutions kit was selected to be used in a procedure to treat atrial fibrillation. Just prior to insertion of the rf wire into the patient, after the wire had been inserted into a short sheath for sheath exchange, the coating was observed to be peeling off the distal tip. No other damage was noted to any accessory devices that could have contributed to the coating issue. The kit was replaced with a similar kit, and the procedure was completed. No patient complications were reported. The kit was disposed and is not expected to return.

Event description:
It was reported that a versacross access solutions kit was selected to be used in a procedure to treat atrial fibrillation. Just prior to insertion of the rf wire into the patient, after the wire had been inserted into a short sheath for sheath exchange, the coating was observed to be peeling off the distal tip. No other damage was noted to any accessory devices that could have contributed to the coating issue. The kit was replaced with a similar kit, and the procedure was completed. No patient complications were reported. The kit was disposed and is not expected to return.

Manufacturer narrative:
Additional information was provided in section a1 patient identifier, a2 date of birth, a3a, and a3b. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.